Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available. Corrected data: (date of death to not applicable, patient outcome checked hospitalization).

Event description:
It was reported that device was interrogated and battery voltage of 2.62v with the eri flag not set. There was concern that device only lasted 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead was undersensing. The right ventricular lead was explanted and replaced. It was also reported that the left ventricular epicardial lead had intermittent capture. The left ventricular epicardial lead was capped, and another existing left ventricular epicardial lead was connected. No patient complications were reported as a result of this event.